Event description:
It was reported that a pt incident occurred. The pt reportedly coded. No add'l info was provided by the hospital. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.